Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user consumed ice cream at bedtime to elevate glucose before sleep, the ilet delivered insulin in response, and subsequent glucose declined to 67 mg/dl and then to 44 mg/dl; without a confirmatory fingerstick the user ingested large amounts of fast-acting carbohydrates and self-administered glucagon, after which glucose rose to 401 mg/dl, and troubleshooting and education were provided regarding fingerstick confirmation and measured treatment. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included case review and user education. Investigation of this case revealed user handling and treatment decisions inconsistent with recommended hypoglycemia management, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.